Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was used. The patient continued to experience pain, nerve damage, infections, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh removal on (B)(6) 2012 due to pain.

Manufacturer narrative:
(B)(4). Dysuria. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced urge incontinence, pain in vaginal vault and apex and painful intercourse. It was reported that patient underwent mesh removal on (B)(6) 2012 for vaginal pain. (No addtl info provided on this procedure at this time).

Event description:
It was reported that following insertion, the patient experienced urge incontinence, pain in vaginal vault and apex and painful intercourse. It was reported that patient underwent mesh removal on (B)(6) 2012 for vaginal pain. (No add'l info provided on this procedure at this time).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was used. The patient continued to experience pain, nerve damage, infections, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.